Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing separated at the pumping segment. Additional informational requested, but was not received.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). No product will be returned per customer. The customer complaint of tubing separated at the pump segment was confirmed. Photo provided by the customer shows that the silicone segment was separated from the lower fitment of the pumping segment. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing separated at the pumping segment. Although requested, there has been no impact to patient response or additional event information made available to date.